Event description:
It was reported that the patient awoke in the night to use the bathroom and their mobile power unit (mpu) fell off their bedside table. A yellow mpu battery indicator started alarming with a beeping audio tone. The patient was instructed to change to battery power and change the aa batteries in the mpu. The alarms persisted. The patient presented to the clinic and the mpu was inspected. No external damage was noted and the aa batteries were exchanged again and the alarms did not resolve. The mpu was exchanged and the alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of yellow battery advisory alarm on the mobile power unit (mpu) was not confirmed. The mobile power unit, serial (B)(4), was not returned for analysis. Per provided information, the mpu fell off from a bedside table and started alarming yellow battery advisory. The aa batteries were exchanged but did not resolve the issue. The mpu was brought to the clinical team showing no external damage and the batteries were replaced again which did not resolve the issue. No log files were obtained. The issue resolved after replacing the mpu which will not be returned for evaluation. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. No further information was provided. The manufacturer is closing the file on this event.